Manufacturer narrative:
Correction: section h6 - the results code should have been incorrect algorithm rather than no findings available. Correction: section h6 - the conclusions code should have been cause traced to device design rather than cause not established. ¿the device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.¿

Manufacturer narrative:
During the process of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6: the device code should have been premature elective replacement indicator rather than wireless communication problem.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was indicating that the patient's internal pulse generator (ipg) needed to be replaced soon. The patient met with their physician, and it was determined that their controller only needed a software update and their ipg was not at end of life.